Event description:
It was reported that during the unk surgery, after fired and noted that staple drivers fell off. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4), date sent: 5/15/2024, d4: batch # 917a38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr45b reload was returned unfired with the reload pan partially dislodged from the distal end. In addition, 4 double drivers and 4 single drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the reload pan to dislodge.  Device history review a manufacturing record evaluation was performed for the finished device batch number 917a38, and no non-conformances were identified.